Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient was seen for a revision surgery. During the surgery, it was discovered that the patient experienced bilateral rupture of both prostheses. As a result, the patient underwent removal and replacement with a left-sided 350cc mentor memorygel breast implant and a right-sided 400cc mentor memorygel breast implant on (B)(6) 2023. There were no surgical delays or patient consequences reported due to the rupture discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-09748 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant have a tear on the posterior view within an area of shell abrasion, measuring approximately 0.7 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 02, 2024, mentor received additional information. The device identity was updated with the following information: brand name: mentor memorygel breast implant. Lot: 5783606. Catalog: 3507400bc. Expiration date: 10/30/2012. UDI: (B)(4). PMA: p030053. Device manufacture date: 11/1/2007. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As the side of implantation was not disclosed, this file will be referred to as device a. On february 21, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).